Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 367 mg/dl at the time of event and the patient got treated with intravenous insulin. The patient was feeling sick/unwell and admitted in the hospital for 4 hours. No further information available.